Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer was having blood glucose level as 475 mg/dl. The customer did experience the symptoms such as nausea, vomiting, abdominal pain and difficulty in breathing. The customer treated for high blood glucose with the manual injection. Troubleshooting was done for high blood glucose level. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer was using auto mode. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer allege insulin pump was under delivering. The customer reported that they performed high pressure test and test was failed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No unexpected insulin flow blocked alarm/no under delivery anomaly noted during testing.(B)(4).